Event description:
It was reported that remote transmission showed inappropriate atp therapy due to p-wave oversensing. Diagnostic imaging showed lead dislodgement. Patient was asymptomatic. Further review of session records showed a decrease in r-wave amplitude and variable, in range, hv lead impedance. Lead was explanted and replaced when repositioning was unsuccessful. Patient was well post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.